Event description:
A hospital in (B)(6) reported via a distributor that an rt212 adult breathing circuit was "burned along the heater wire during use." No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt212 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt212 breathing circuit was returned to fisher & paykel healthcare (B)(4) and visually inspected. A lot check revealed no other complaint of this type for lot number 110927. Results: visual inspection revealed that brown patient secretion was found in the inspiratory limb. No indication of burn was found on the complaint device. Conclusion: we were unable to confirm the reported fault as no indication of burn was found with the complaint device. The presence of patient secretion in the complaint breathing circuit is not unusual.